Manufacturer narrative:
(B)(4). Investigation / evaluation - no product was returned to assist in the investigation; however, a review of the complaint history, device history record, instructions for use (IFU) manufacturing instructions (mi), quality control (qc) and trends was conducted during the course of investigation. The device is inspected to assure that no breaks are present. As the lot number was not provided, a review of lot records for this device could not be executed. Specific to this case the product IFU details: "a number of different factors affect the life of any particular fiber, including: extended lasing at high power. Continuous lasing with the fiber tip in contact with tissue. Poor reprocessing (minimum length of fiber removed in reprocessing should be between 2.5 and 3 inches). Lasing with a contaminated or damage proximal end. Improper handling. Poor laser beam alignment or focus. Never subject fiberoptics to sharp bends in handling, use, or storage. Always keep connector-end dry and free from contaminants. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed recommended power limits." Based on the available level of information, a definitive root cause could not be determined, however it is possible that this device became damaged during use, re-sterilization at the user facility, or during handling of the device. The appropriate personnel have been notified of this event and we will continue to monitor for similar incidents. There will be no further action at this time.

Event description:
During an ureteroscopy procedure, upon laser use, the tip of the laser fiber broke while within the patient. To the knowledge of the reporter, the device portion was able to be retrieved. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). K1240300. Event is still under investigation at this time.

Event description:
During an ureteroscopy procedure, upon laser use, the tip of the laser fiber broke while within the patient. To the knowledge of the reporter, the device portion was able to be retrieved. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.